Event description:
It was reported that a revision was performed due to the poly not seated.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. Further investigation would require the inspection of the mating tibial base which is not possible since it remains implanted. A macroscopic analysis was performed by the research and development group. The features observed on the insert suggest that partial engagement of the anterior locking mechanism may have contributed to the disassociation of the insert from the tibial base. Damage of the distal surface likely occurred due to the riding on the tibial tray after disassociation.